Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported "bu" the patents mother that for first two days (48 hours) of use of pod it seemed to be working fine. Yesterday, though her daughter's blood glucose (bg) levels went up and she was taken to hospital. The pod was taken off at hospital by the doctor. The cannula appeared normal according to the doctor. Patient was treated with an insulin drip. After the insulin drip, they have switched to a new pump. She has had two meals and she is on the new pod right now. Her bg is 257 mg/dl now. Mother said they are still in hospital. The patient's blood glucose, carbohydrate, and insulin history are as follows: time bg(mg/dl) cho(g) bolus(u): (B)(6) 2019: 4:26 am 264 mg/dl, 9:20 am 277 mg/dl, 1:45 pm 351 mg/dl, 2:22 pm 221 mg/dl, ~ 4:00 pm - the customer's mom reported that they arrived to the hospital at about 4pm. Today: (B)(6) 2019: 1:09 am 122 and insulin drip was discontinued. Pump was changed. She had lunch 24 carbs was dosed 2.45 units of insulin. 1:03 pm 254, 2:14 pm bg 264.